Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that sensors were not giving readings and had to be changed daily. During troubleshooting it was found that sensors were expired. Caller reported that customer's blood glucose was between 300 mg/dl and 400 mg/dl due to treating based on sensor, therefore caller declined high blood glucose troubleshooting. Caller was advised that sensors could not be replaced due to being expired.